Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 16666235, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's spinal cord stimulator (scs) was non-functional and would not connect to the remote control (rc) after a non-device related surgery. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's spinal cord stimulator (scs) was non-functional and would not connect to the remote control (rc) after a non-device related surgery. The patient will undergo an explant procedure.